Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for thoracic (arch) aortic aneurysm and chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. When the device was deployed, the left common carotid artery (lcca) was unintentionally covered by the partial uncovered stent of the device and pressure gradient of 20 mmhg was observed. Therefore, the lcca was directly punctured and a bare-metal stent (epic, 10 x 40 mm) was placed. The gradient was resolved. No endoleak was found. The patient tolerated the procedure. Reportedly, the physician stated he had forgotten that there was a sleeve on the partial uncovered stent.